Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Nurse reported that the patient had the tracheostomy tube in place for approximately 4 days when the ventilator alarm indicated low pressure. The nurse reported that the tracheostomy tube was removed and the cuff was found leaking. A replacement of the tracheostomy tube was performed. According to the nurse, the tracheostomy tube was tested for leaks prior to use, and no leaks were detected. No permanent adverse health effects were reported.